Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('excited just thinking about not having all this pain.') And jaundice ('almost like jaundice') in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain and jaundice. Essure treatment was not changed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered jaundice and pelvic pain to be related to essure. The reporter commented: plaintiff states that "she is excited to have surgery" however, there is no information stating that plaintiff underwent surgery or that she scheduled to undergo surgery for essure removal. As per patient, its almost like jaundice she get it but all over like a baby she cant wait to get these damn things out. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: after internal review, the event "pelvic pain" was downgraded to non-serious incident. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('excited just thinking about not having all this pain.') In a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: plaintiff states that "she is excited to have surgery" however, there is no information stating that plaintiff underwent surgery or that she scheduled to undergo surgery for essure removal. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-jan-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.